Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed false nonreactive architect hbsag quant ii and architect anti-hbc results for one sample. The following data was provided: sid (B)(6). Hbsag: abbott = 0.00 iu/ml (nonreactive), sysmex = 0.51 iu/ml (reactive). Anti-hbc: abbott = 0.08 s/co (nonreactive), sysmex = 154.4 coi (reactive) . No impact to patient management was reported.

Event description:
The customer observed false nonreactive architect hbsag quant ii and architect anti-hbc results for one sample. The following data was provided: sid (B)(6): hbsag: abbott = 0.00 iu/ml (nonreactive), sysmex = 0.51 iu/ml (reactive) anti-hbc: abbott = 0.08 s/co (nonreactive), sysmex = 154.4 coi (reactive) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house sensitivity testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances, potential nonconformances, or deviations with lot 45637fn01 and the complaint issue. The overall performance of architect hbsag qualitative ii was reviewed using field data from customers worldwide. The median population result for lot 45637fn00 (45637fn01 is a china specific size code and is identical to 45637fn00 sold worldwide) is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. In-house sensitivity testing using a retained reagent kit of lot 45637fn01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hbsag qualitative ii reagent for lot 45637fn01 was identified.upon further review, section h6 medical device problem code is being updated from a090803 to a090810.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house sensitivity testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances, potential nonconformances, or deviations with lot 45637fn01 and the complaint issue. The overall performance of architect hbsag qualitative ii was reviewed using field data from customers worldwide. The median population result for lot 45637fn00 (45637fn01 is a china specific size code and is identical to 45637fn00 sold worldwide) is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. In-house sensitivity testing using a retained reagent kit of lot 45637fn01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hbsag qualitative ii reagent for lot 45637fn01 was identified.

Event description:
The customer observed false nonreactive architect hbsag quant ii and architect anti-hbc results for one sample. The following data was provided: sid (B)(6): hbsag: abbott = 0.00 iu/ml (nonreactive), sysmex = 0.51 iu/ml (reactive). Anti-hbc: abbott = 0.08 s/co (nonreactive), sysmex = 154.4 coi (reactive) . No impact to patient management was reported.